Event description:
A customer reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.